Event description:
History of rv lead thresholds noted. Implant notes say, "known high rv voltage". (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).